Event description:
It was reported that the PICC was removed due to stoppage of treatment. On removal it was found to be fractured. The pt did not appear to have been injured or needed any treatment. The pt was not receiving treatment at that time, but prior to this had received 3 cycles of fec chemotherapy on (B)(6) 2011. Each of these chemotherapy regimens had been delivered without any incident problems noted at the time.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for eval. A lot history review (lhr) of reva0412 showed one other similar product complaint(s) from this lot number.